Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead exhibited noise and oversensing causing pacing inhibition resulting to greater than 2 seconds of asystole. The patient complained of being lightheaded. The field representative mentioned that the ventricular tachycardia events that had noise looked very mechanical and was not myopotential in nature. In addition, it was reported that noise was recreated when the patient moved the left arm above the head. However, this was not resolved through reprogramming. This patient underwent a surgical intervention where this rv lead was surgically abandoned and capped. The patient's device was also explanted and replaced with a competitor's device. This rv lead is no longer in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.